Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's left eye (os). It was indicated that the lens has rotated. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.